Event description:
On october 1, 1998, safeskin was served with the following lawsuit: plaintiff's claim alleges the following: hives, hand sores, runny eyes and nose, itching, redness and shaking, angioedema, anaphylaxis and urticaria.